Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - failed total shoulder patient has had for 13 years.

Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was due to a failure of total shoulder. The previous surgery and the surgery detailed in this event occurred 12 years and 9 months apart. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The healthcare professional indicated there was no delay in surgery and another suitable device was available. The revision surgery was completed as intended and without incident. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history record (DHR) shows that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There were no non-conforming material report (ncmr) associated with the product that may have contributed to the reported event. The devices were verified to have gone through an acceptable sterilization process and were within its expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to failure of total shoulder. There were no findings during this evaluation that indicate the reported devices were defective. There are multiple factors that may contribute to the event that are outside the control of djo surgical such as poor bone density, patient bone deterioration, inadequate soft tissue support, degenerative bone disease, patient activities or trauma. There are no indications of a product or process issue affecting implant safety or effectiveness.